Event description:
A baxter representative received a report involving an infusion pump in which failure code 810:11 occurred in 2005. The failure was reported to have occurred during patient use. However, the per the facility representative, no incidents were associated with this failure on this pump.